Event description:
It was reported that the ilet sleep/wake button required multiple presses to respond, leading to determination that a replacement device was warranted, and shipment of a new unit was arranged. Investigation included customer interview and video review. Further investigation of this case revealed a malfunction of the user interface sleep/wake button consistent with unresponsive or intermittent actuation. There were no symptoms reported during the event, and no reported adverse clinical effects. Blood glucose was not affected. Outcomes included no reported impact on health status or need for medical care. It was concluded that, based on previously established findings for similar reports, the device experienced a device operational failure related to the sleep/wake control and a replacement was provided.